Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports: unexpected alerts/alarms and communication anomaly. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge properly. Unit passed functional including rf ble test, downgrade, download and accuracy test. In conclusion: the customer complaint of unexpected sensor alerts/alarm and communication anomaly is not confirmed, transmitter is working as expected.

Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.